Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Riccardo, m., pierpaolo, c., mattia, n., laura, b., gianfranco, m., fiore, p., giancarlo, I., marisa, m. Use of external intrathecal infusion pumps in the management of septic complications: a case report. Endocrine, metabolic <(>&<)> immune disorders drug targets. 2015. Summary: spasticity is a motor disorder with an increased muscle tone, typically associated with spasms, weakness and lack of coordination. It is an invalidating and debilitating pathology, characterized by pain, limited autonomy in activities of daily living, development of severe lesions. Spasticity can be adequately treated with physiotherapy, muscle relaxant drugs or topical treatment with botulinic toxin type a. Intrathecal baclofen therapy is very effective in the treatment of severe and generalized spasticity. Sometimes, soft tissues adjacent to the implant intrathecal infusion become infected; removing intrathecal infusion and systemic antibiotic therapy are best solution for clinical cure. However, removing intrathecal baclofen therapy could increase muscle spasticity with enhancement of pain and clonus that can worsen quality of life. In this study, we evaluated clinical improvement after complete healing of the septic focus and implantation of a new infuser. On (B)(6) 2015 (hcp): reported event: the authors present the case of a (B)(6) boy suffering from spastic quadriplegia and severe mental retardation, with intrathecal infusion system. He accuses a septic complication of the abdominal pocket on the right side where the infuser was allocated. For "intrathecal infusion" the authors mean the administration in sub arachnoid space of drugs with primarily analgesic role or inhibition of spasticity. The direct infusion into the sub- arachnoid space avoids the processes of systemic absorption, directly acting on gaba receptors: this allows using smaller quantities of drug and, consequently, less adverse effects related to a systemic absorption. The infusion system is constituted by a pump connected to an intrathecal catheter and an external programmer device. The pump is placed in a subcutaneous pocket created catheter that, through a tunnel in the subcutaneous, reaches the intrathecal space of the spine, positioning at different heights depending on the needs of the patient. The infuser, through a software, is able to communicate with a telemetry system present in an external programmer: this allows, therefore, to modify, whenever this is necessary, the parameters relating to the infusion of the drug. The placement of the system inside the body, without solutions of continuity in the skin, helps to reduce the risks associated with infections. In this patient, infection occurred for health debilitating after severe b bronchiolitis, tracheostomy and peg system. He accused high fever, weakness and seizures therapeutic approach was conservative before antibiotic treatment with systemic and local, but the lack of response to these procedures and the risk of further complications required the removal of the implant infusion. The daily dosage of 385 micrograms was gradually reduced in order to limit the adverse effects due to deprivation of antispastic therapy contextually integrating with oral administration of the same drug to removing completely the implant infusion (reductions of 20 % every 3 days, with the simultaneous integration of 12.5 mg orally). During this procedure, since the first reduction of intrathecal drug, spasticity and spasms in all four limbs, profuse sweating and tachypnea increased. The intolerance of the patient to reduced dosage of the intrathecal drug suggested an alternative solution to the complete removal of the implant infusion. The authors removed the old pump and at the same time they placed a brewing outside of intrathecal baclofen. This procedure allows the antibiotic therapy and managing spastic hypertonus without further complications. Only after the complete healing of the septic focus, surgical wounds and complete asepsis (documented by clinical remission and negative culture tests of cerebrospinal fluid, blood, bronchial aspirate, skin swabs and urine), the authors decided to place a new system of intrathecal infusion of baclofen allocating the infuser on the left side. Six months after the new system, patient develops a good modulation of spasticity at a dose of 260 micrograms/day, without clonus or spasms or muscle pain that could cause a deterioration in the quality of life.